Event description:
I used ky warming lube and had this really bad burning occur. A few days after I used it I noticed I couldn't walk and I had bumps inside and around my vulva, like how they would describe herpes to be.